Event description:
It was reported that since the patient was implanted they have had pain at the implantable neurostimulator (ins) site. The patient stated the battery was placed ¿half way down the hip¿ but has now ¿come up to the waste and is very subcutaneous.¿ they are able to see the ins and wire ¿outside of the body¿ and can feel the battery. The patient¿s health care provider (hcp) is out and the one covering them stated they would not touch it and stated it was in the wrong place. No intervention or outcome was provided however additional information has been requested and if received a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37742, serial # (B)(4), implanted: (B)(6) 2005, product type programmer, patient; product ID 399860, lot # n27158, implanted: (B)(6) 2005, product type lead; product ID 3708340, serial # (B)(4) , implanted: (B)(6) 2005, product type extension; product ID 3708340, serial # (B)(4) , implanted: (B)(6) 2005, product type extension.